Manufacturer narrative:
Corrected data: d6b: in the initial report, the date of explant was reported as ¿(B)(6) 2018¿ in error. The correct date of explant has been updated in this report.

Manufacturer narrative:
The reported impedance issue was not confirmed (lead extension b mn20550-50). Analysis of the returned lead extension did not identify any anomalies or broken wires and the extension passed end to end continuity and inter-channel continuity testing.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48589. Related manufacturer reference number: 1627487-2020-48590 related manufacturer reference number: 1627487-2020-48591. It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue.